Event description:
An aus device was implanted on 4/26/93. The cuff and pump were revised on 5/9/97. The entire device was removed from the pt and replaced on 6/23/97 due to incontinence and fluid loss-device was full of blood.